Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. Based on the information available, at this time no definitive conclusions can be made as to the degree to which the device may have contributed to the reported post operative recurrence. If additional information regarding additional medical / surgical intervention associated with the phasix mesh is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. As reported on 08/10/2014 the patient underwent an abdominal panniculectomy with onlay placement of a bard phasix mesh to repair a swiss cheese configuration hernia. On (B)(6) 2016 a CT of the abdomen was performed and revealed a hernia recurrence. The hernia recurrence was assessed as moderate in severity. No medical / surgical intervention was reported to have been taken to date.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol¿s MDR files. Corrected section to reflect "adverse event". (B)(6).